Event description:
Patient presented with a short, angled neck (neck length is reported to be off-label). On (B)(6) 2010, a 25-16-120bl bifurcated device and a 25-25-75l proximal extension were placed with no endoleak noted at the end of the procedure. During a follow up visit, imaging revealed that the 25-25-75l had slipped distally out of neck, and due to the angle, the anterior proximal portion of the extension appeared compressed, causing a proximal type I endoleak. The patient had also developed a distal type I endoleak on the left. On (B)(6) 2010 the patient was treated with a 25-25-95rl suprarenal extension and a 16-16-88l limb extension. The left hypogastric was also embolized. Both endoleaks were resolved.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with short aortic neck length is off-label.